Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not rec'd for eval.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, suture broke. No pt injury was reported.